Event description:
A hospital in the (B) (6) reported to fisher and paykel healthcare that the rt235 infant dual-heated evaqua breathing circuit failed the "pre-use leak test" when connected to a draeger evita ventilator. No patient consequence was reported.

Manufacturer narrative:
(B) (4). Method: pressure testing was performed on the returned breathing circuit to measure leaks. The y-swivel was also submerged in a water bath. Results: test readings indicate that the pressure drop demonstrated by the breathing circuit was outside the acceptable range. When the y-swivel was submerged in a water bath, bubbles were observed at the joint between the 2 parts of the swivel. Conclusion: the rt235 breathing circuit was found to be just outside of leak specifications. The leak was detected at the y-swivel piece. All circuits are pressure tested before they are allowed to leave the production line. This is an automated process and the circuit would have met the required specification at the time of production. The leak in the breathing circuit was caused by an insufficient seal between the 2 parts of the infant swivel that are held together by a snap-fit. If not properly locked into place, it is possible the leak was enhanced during transport or set-up despite having passed the leak test at the time of production. Our monitoring and trending of events involving leaks in infant evaqua breathing circuits has a rate of occurrence worldwide (B) (4).